Event description:
It was reported that during a gastric bypass procedure, the device did not staple. Sutures and another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 01/27/2009. Info anticipated, but unavailable at this time.